Event description:
It was reported that the patient underwent a sling procedure in 2005. The patient was admitted to the hospital after surgery due to inability to void post-operatively. The problem resolved and the patient was discharged. Later that day, the patient was nervous about voiding and was once more unable to void. The patient was readmitted to the hospital overnight, a catheter was placed, and the patient was discharged one day later. The catheter was removed in 2005 and the patient experienced no further problems voiding.